Event description:
During routine testing, 5 devices out of 10 tested were allegedly observed to have intermittent therapy cable connectors. While testing, the defibrillator was charged and the charge was reportedly removed when the connector was moved slightly. There were no patient related events reported.